Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: battery failed" error message. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was neither a delay in therapy and/or medical intervention reported. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the issue was not duplicated while performing a test run. The se noted that the event log was reviewed and was able to confirm that a "check vent: internal battery failed" error code (1124) was recorded. The se noted that the battery was replaced as a preventative measure. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.